Manufacturer narrative:
The actual sample was visually inspected upon receipt, during which it was confirmed that there was damage to the port on the top of the reservoir lid. There was also a slight scuff mark on the blue cardiotomy port cap next to the damaged port. No other damages were noted on the device. A review of the device history record revealed no anomalies. All units are 100% visually inspected during final assembly and packaging. The damage to the port was most likely due to an extreme external force being applied to the product at some point after final release, during shipping and handling; however, a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during setup, the lower port of the 4l hardshell reservoir was leaning. No patient involvement as this occurred during setup. Product was changed out. Surgery was completed successfully without delay.